Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/+7,5 ; cat# 6570-0-736; lot# 71646901. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
This pi is for the revision of the patient's right primary hip on (B)(6) 2019. In providing information for a right hip revision on (B)(6) 2019, rep found a usage sheet from (B)(6) 2019 in which a 36 +7.5 biolox head and 36f poly liner were swapped for like devices. Rep does not know the reason for the revision.